Manufacturer narrative:
Patient demographics not available on the date of filing. A medtronic representative went to the site to test the equipment. It was reported that the bulkhead connector of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Manufacture date not available on the date of filing. Other relevant device(s) are: product ID: 9680152 network bulkhead connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a sacroiliac and thoracolumbar procedure the navigation system would not receive a transferred exam from the imaging system. The site brought a different navigation system in and completed the transfer just fine. Patient was present. There was a delay of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient demographics received. If information is provided in the future, a supplemental report will be issued.